Event description:
It was phoned in by the customer that when the aortic perfusion cannula was placed into the aorta, it was found to be leaking. No reported patient injury, the device was exchanged out. The leak was not noted on prep.

Manufacturer narrative:
Evaluation: the product was returned for evaluation. The report of a "crack in the cannula" was confirmed. The t-connector portion of the cannula had a crack. The crack did not follow any molding line paths and did not begin at the gate. No additional issues were identified with the returned devices. The reported defect was possibly caused by inadequate drying time during manufacturing. The manufacturing operators will receive refresher training due to the findings of this complaint. A device history review was performed and no related nonconformances were observed during the manufacture of this lot. Instructions for use were found to be acceptable. No CAPA is needed at this time. The information gathered in this customer experience report will be included in trend data and future CAPA determinations. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.